Manufacturer narrative:
Insulin pump received with partially broken retainer ring. Unable to perform displacement test or occlusion test due to partially broken retainer ring. Unable to lock a test p-cap and reservoir into the reservoir compartment due to partially broken retainer ring. Unit passed rewind, prime, seating, basic occlusion test, force sensor test, sleep current measurement, active current measurement and self test. Partially broken retainer ring, missing reservoir tube o-ring, broken reservoir tube lip, pillowing keypad overlay and minor scratches on case. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had a crack retainer ring. The customer stated that the reservoir was able to lock into place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.